Event description:
It was reported a clearsight cuff connected to a hemosphere clearsight module had inaccurate readings during a svt ablation procedure. Patient had severe hypertension with brachial arm cuff, but clearsight readings were lower compared to the brachial arm cuff. Femoral arterial access was used to find accurate pressure. Readings on the arterial line matched the brachial arm cuff. Image, provided by customer, displayed clearsight readings and a-line readings. Customer used a win10 hem with sierra software and win 10 cable. Sales rep confirmed that customer performed all standard troubleshooting, including ensuring correct cuff size and fit, restarting cuff, and securing all attachments. No patient injury reported. Patient is a female, previous smoker, and chronic hypertensive. Sales rep shared pre-op systolic bp of patient was 196 and was obtained by brachial arm cuff. Device is not available for return. Model and lot number are unknown.

Manufacturer narrative:
The device was not returned for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.